Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited error b30 during setup for an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor connection between the connector and the ap circuit board, liquid immersion inside the device caused the electronic components inside the ap, dp, cm and dr boards to rust and corrode, and the pins on the flexible circuit board that connects the ap and dp boards to oxidize. The root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: probable causes such as damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.